Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. No alarm noted during testing noted. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed for the past six weeks. The blood glucose was 130mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.